Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the user attempted to set touchscreen for activating printing or sending electrocardiogram (ECG), the touchscreen quickly reverted to the default display. The user indicated this occurred repeatedly. No harm occurred to the patient. Response to good faith effort indicated the ECG was successfully measured during the incident. ECG recording was then successfully sent to clinical via email.

Manufacturer narrative:
Method code grid updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the user attempted to set touchscreen for activating printing or sending electrocardiogram (ECG), the touchscreen quickly reverted to the default display. The user indicated this occurred repeatedly. No harm occurred to the patient. A request for additional information regarding the incident has been sent and the response is not yet received.

Manufacturer narrative:
Device problem code updated due to additional information regarding incident provided within good faith effort response.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the user attempted to set touchscreen for activating printing or sending electrocardiogram (ECG), the touchscreen quickly reverted to the default display. The user indicated this occurred repeatedly. No harm occurred to the patient. Response to good faith effort indicated the ECG was successfully measured during the incident. ECG recording was then successfully sent to clinical via email. Log files were provided for further analysis. Final investigation results are pending completed investigation.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the user attempted to set touchscreen for activating printing or sending electrocardiogram (ECG), the touchscreen quickly reverted to the default display. The user indicated this occurred repeatedly. No harm occurred to the patient. Response to good faith effort indicated the ECG was successfully measured during the incident. ECG recording was then successfully sent to clinical via email.